Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm. The customer¿s blood glucose level was 251 mg/dl at the time of incident. Customer assisted with troubleshooting of pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the pump error alarm was able to clear. It was reported via phone call that the weight has been changed to (B)(6).